Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-01716 addresses the endostat generator, while manufacturer report # 3005099803-2012-01717 addresses the endostata footswitch. It was reported to boston scientific corporation on (B)(6) 2012 that an endostat generator and an endostat footswitch was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, there was no power output. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The reported event: generator no output power. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.